Event description:
It was reported that, "the pt was infected so the surgeon did an I & d and exchanged the insert."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.